Manufacturer narrative:
Functional test results were acceptable and no anomaly found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not really determined. The health care professional stated that the assumption was that the fluid in the new battery was caused by removal of and then replacement of the lead into the battery at the time of the procedure and not before. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the battery was replaced and the lead may have had fluid. The rep stated that the fluid may have been in the battery when in the procedure and the lead may have not been properly aligned. The rep mentioned that they took apart the lead and battery, wiped it clean, and dried it at least 6 times. The rep also noted that impedances were still shown and they went back to the original battery and saw no impedances. The rep reported that they re-tried the replacement battery and it finally worked without impedances. There were no symptoms or further complications reported or anticipated.